Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip would not lock after application on a medium-large clip applier instrument. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue happened at the first application, and they resolved the issue by using a new clip applier. The surgeon is checking to see if they have a video of the procedure.